Event description:
A 6f angio-seal vip vascular closure device was used to seal the arteriotomy site post right superficial femoral balloon angioplasty. A 5f procedural sheath was used. The angio-seal was deployed in left common femoral artery (cfa) and hemostasis was achieved. Six days later, the patient returned to the doctor, complaining of left leg claudication. The patient underwent surgical exploration of the left cfa. The surgeon states he found the angio-seal anchor had caught a subintimal flap, therefore pulling a partial amount of collagen into the artery. The angio-seal was removed. The patient was reportedly recovering well.